Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had infection and implant is exposed. It is considered to proceed with explantation and reimplantation with new device on opposite side.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an infection and exposure of the implant. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Explantation is considered, however, no exact date has been scheduled.

Event description:
The user had an infection and the implant is exposed. Explantation of the concerned device and reimplantation with new device on opposite side is being discussed. However, no exact date has been scheduled.